Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported driveline faults were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. Additionally, the report of visible damage to the driveline was confirmed. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020. Driveline fault alarms were observed from the beginning of the file until (B)(6) 2020. The driveline fault alarms did not interrupt pump function. The pump appeared to function as intended. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear consistent with a driveline wire issue; however, a specific cause for the faults cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 19.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The pins of the metal connector were unremarkable. Rescue tape was observed throughout the length of the returned driveline. Upon removal of the rescue tape, several tears were observed along the outer jacket. It should be noted that some of the silicone layer was inadvertently removed during the rescue tape removal process. The underlying bionate layer and metal braided shield revealed wear consistent with the duration of use. Visual examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was pulled on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be intact. The driveline was then submerged in a saline bath for high potential testing to check for areas of current leakage. The driveline passed without issue. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. Lastly, the advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18mar2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no additional alarms following the driveline repair. The patient was discharged home and did not report any further problems.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had multiple driveline faults noted in history from (B)(6) 2020 to (B)(6) 2020. There was visible damage on the external driveline. The patient's inr (international normalized ratio) was subtherapeutic so initially unable to exchange controller per request, but it was noted they would check with cardiologist. It was requested to keep the patient on the patient cable while inpatient to monitor driveline faults via the monitor. The controller was exchanged to compare wire values. The log file did not capture any active driveline fault events and when compared this log to the log from the original controller the wire values appeared to be in a normal range. A driveline repair was performed on 30nov2020 due to driveline faults and cosmetic damage. The entire external portion of the driveline was replaced with no issues. No further driveline fault events were noted after the repair. Manufacturer report number of controller: 2916596-2020-06341.